Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 204.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was due to the monitor's electrode belt receptacle was pulled from j1001 on the ca board. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.